Manufacturer narrative:
The reported event of backup vvi mode was confirmed. A review of the device image showed backup vvi was caused by a power on reset (por) that occurred during charging for high voltage therapy. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested and revealed no anomalies. The por could not be reproduced. The cause of the por remains undetermined.

Event description:
Related to manufacturer report number 2938836-2018-11893. The patient presented in clinic following inappropriate defibrillation therapy from the right ventricular (rv) lead. The device was unable to be interrogated due to entering back-up vvi mode. The issue was resolved by explanting and replacing the device and capping and replacing the rv lead. The patient was in stable condition.